Event description:
It was reported that as the surgeon inserted the micl13.2 implantable collamer lens and the lens flipped upside down. The lens was removed without any patient injury and the back up lens was successfully implanted. The reporter does not believe it was a loading issue but a possible problem with the lens.

Manufacturer narrative:
No consequences or impact to patient, lens flipped during insertion. Evaluation method - lens work order search. Results: visual inspection of the returned product showed the lens was received in liquid with a clear surgical residue, however, there was no visible damage observed. A lens work order search was performed and there were no similar complaints found. Conclusion (unable to confirm): based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Evaluation method - device history review. Results: the expected overall length of the re-hydrated lens is 13.2mm = 4 (between 12.8 and 13.6mm) . The lens has been re-hydrated in bss and the length of 13.129mm has been measured and we concluded the lens is in specification. Conclusion: based on the complaint history, work order search, product evaluation and device history review, we were unable to determine a specific root cause of the event. (B)(4).